Event description:
It was reported that the right atrial (ra) lead had dislodged, and during the procedure to reposition the lead, the helix failed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).